Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, premature battery depletion was observed. It was noted that the device battery was depleting quicker than estimated. The patient was stable and being monitored.